Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that, during an in-clinic visit, this right ventricular (rv) lead recorded high out of range shock impedance measurements. Technical services (ts) reviewed the device data and observed the impedance to be greater than 200 ohms. No adverse patient effects were reported. This rv lead remains in service.